Event description:
The customer reported the ventilator alarmed and turned off while in use on a patient. The customer reported there was no patient harm. The hospital biomedical engineer reported a diagnostic code in the ventilator log history that indicated a ventilator restart. The hospital biomedical engineer performed extended self testing and the unit passed. The device is out of warranty and manufacturers product support recommended the biomedical engineer complete performance verification testing. No further issue has been reported by the biomedical engineer.

Manufacturer narrative:
Device is out of warranty; no repair performed as reported by customer. Out of warranty; no repair reported.